Manufacturer narrative:
(B)(4). The device was received for evaluation. A microscopic inspection was performed and found no issues related to the reported problem. Leak testing, clear passage testing, clamp function testing, and simulated use testing were performed with no issues noted. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between the spike port of the transfer set and a uv disconnect cap when the two devices were connected. This occurred after the completion of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.